Manufacturer narrative:
Date sent to the FDA: 5/25/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent partial resection surgery on (B)(6) 2014 during which the surgeon noted it had torn free from the fascia and was adherent to omentum. It was reported that the patient experienced adhesions and intractable abdominal pain. No additional information was provided.